Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure where a single leaflet device attachment (slda) occurred. The issue was detected during follow-up examination. The patient showed up at a different hospital some months later with cardiac decompensation. The patient did not want any further treatment at the clinic where the slda was noticed. Physician decided to implant a luxvalve to the patient in november.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed based on information provided. Evaluation of the available information is unable to identify a potential root cause for this event. Since no edwards defect was identified, corrective or preventative actions are not required. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure in tricuspid position. After an implant duration no longer than five (5) months, a single leaflet device attachment (slda) occurred. The issue was detected during follow-up examination. Approximately nine months after the procedure, the patient showed up at a different hospital with cardiac decompensation, as they did not want any further treatment at the clinic where the slda was noticed. The decision was made to implant a luxvalve. Further information about the patient and their history was not available.